Event description:
Resident being transferred by two cna's utilizing golvo lift. Strap broke, resident descended to floor landing on buttocks. Restorative aide returned with different golvo and assisted cnas to transfer residents to bed. Family and md notified with orders received. Transported to (B)(6) ER via ambulance after xrays obtained. Admitted to hospital with diagnosis of compression fracture to l-spine.